Event description:
The customer reported that the monitors and screens were blank. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep replaced the b380 control pcb and the f4. The fault was due to an incorrect x-ray lamp, so he replaced the lamp. The system operates as intended.